Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue and/or an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported problem. Visual inspection of the device revealed water damage to the main circuit board. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.